Manufacturer narrative:
Product is not returned as it is still in service. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported this right atrial (ra) lead was repositioned due to dislodgement. Additional information from the field representative indicates that the lead dislodgement was identified using fluoroscopy. Also, it is believed that the lead was dislodged due to the suture sleeve not being properly secured in place, however, this was not confirmed. This lead remains in service. No additional adverse patient effects.